Event description:
It was reported through a study performed by the university of pittsburgh school of medicine that a patient with a bmi of 53.6 was revised for disassociation of their femoral stem and femoral head 8.8 years post implant. Altr was also noted. The patient had a cobalt level of 5.2 and chromium level of 5.0. The patient was revised to a modular stem and biolox head. The poly was also replaced.

Manufacturer narrative:
An event regarding a revision due to metal debris (possible metal head/ stem disassociation) was reported. Explant photos show stem trunnion fractured into two separate parts, the metal head was not attached to the trunnion. Disassociation of the stem and head however could not be confirmed. Method & results: visual inspection: a visual inspection was carried out of the provided photo of the metal head, the device was unremarkable. -medical records received and evaluation: no information was received for review with the clinical consultant. -device history review could not be performed as the device lot is unknown. -complaint history review could not be performed as the device lot is unknown. Conclusions: the exact cause of the event could not be determined because insufficient information was provided. Further information such as device details, return of device, operative reports, x-rays, patient history & follow-up notes are needed to investigate this event further. If additional information and/or device become available, this investigation will be reopened. Lot specific voluntary recall was initiated for the lfit v40 cocr heads within scope of a CAPA. The investigation revealed that only specific catalog numbers and specific lots are impacted by the regulatory action and that the affected lots were manufactured on or before (B)(6)2011. The root cause analysis identified a process related anomaly as to the affected sizes and lots. The affected product has all been implanted and/or expired.

Manufacturer narrative:
It was noted that the device is not available for evaluation. Additional information has been requested. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation.

Event description:
It was reported through a study performed by (B)(6) that a patient with (B)(6) was revised for disassociation of their femoral stem and femoral head 8.8 years post implant. Altr was also noted. The patient had a cobalt level of 5.2 and chromium level of 5.0. The patient was revised to a modular stem and biolox head. The poly was also replaced.